Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Concomitant products were used during this study: carto system. Other company¿s devices were used during this study: ensite navx 3d (st. Jude medical), endosensetacticath sa (st. Jude medical) (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient in the contact force (cf) group died within 48 hours after a failed ventricular tachycardia (vt) ablation due to refractory heart failure. The patient was implanted a left ventricular assist device (lvad) for cardiogenic shock before ablation procedure. Title: ¿safety and clinical outcome of catheter ablation of ventricular arrhythmias using contact force sensing: consecutive case series.¿ the purpose of this study was to compare contact force (cf) ablation to manual ablation (man) and remote magnetic navigation (rmn) ablation for safety and efficacy in acute and long-term outcome. The study was conducted from january 2007 until march 2014. Suspected device was ablation catheter thermocool smarttouch, however catalog and lot number are unknown. Other serious and non-serious adverse events were reported in this article (serious events are reported to FDA separately): 1 patient major catheter ablation related complication; 2 patients major vascular access related complications; 4 patients minor complications; 1 patient major acute complication. The awareness date of this event is 09/22/2015 because the article was reviewed on 09/22/2015.